Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead was observed with noise. Visually, the helix screw did not look completely extended and additional rotation was given with a rotation tool. Noise was still observed on the analyzer. The lead was removed and an additional 30 rotations in order for the helix to extend out of the lead. The physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.